Event description:
The customer received a blood glucose reading of over 200mg/dl from her contour. She also received readings of 74 and 75mg/dl from another meter and the lab, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. It was advised that the customer return the test strips for evaluation. Replacement test strips were sent to the customer.